Manufacturer narrative:
Evaluation codes, results and conclusions: death, perforation; brittle, severely calcified, and severely diseased vessels.

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5cm abdominal aortic aneurysm. Vessel morphology was reported as brittle, severely diseased, severely calcified and moderately tortuous. It was reported that the bifurcated stent graft was placed lower than intended and there was a slight staining on the top of the stent graft, however, it was later determined that it was perforated. (MFR 2953200-2009-01544) the stent graft had been modeled with another manufacturer's balloon. The physician elected to place a talent aortic cuff. (MFR 2953200-2009-01545) the physician then ballooned the stent grafts again with another manufacturer's balloon. The pt was being closed and their blood pressure dropped. The CT revealed that there was still extravagation occurring and there was blood in the abdomen. It was determined at this time that the vessel was perforated. The pt was taken to the or for repair. The physician attempted to repair the perforation by sewing graft material to the talent stent graft and the aortic neck, however, the pt's vessel were so brittle, severely calcified, and severely diseased that when the physician attempted to sew the vessel deteriorated. The pt expired during the attempt to repair.